Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, (approx.) Product type: screening device. Product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: asku, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: asku, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2018. It was reported the trial patient¿s trial device stopped working (B)(6) 2018, it had lost connectivity. The patient was able to troubleshoot to get the device connected again over the phone by removing/replacing the batteries, but then got the error message "cannot provide your desired settings, please contact your clinician." On (B)(6) 2018 the patient reported the ens was not working when she removed the batteries on her own and replaced them (B)(6) 2018. Patient stated that the light was not on the ens and now it is flashing. Patient was concerned a wire may have pulled out and asked if this would effect her evaluation and was advised patient to contact her physician. On (B)(6) 2018 the healthcare professional (hcp) reported the patient had bent over to wash her hair and dislodged the leads and leads were removed. The reason given for the ¿device not working and could not provide desired settings¿ was the lead dislodgement. No further complications were reported or are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are:: product ID 3057, lot# unknown,implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device, UDI and sterility dates were unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the trial leads were removed approximately (B)(6) 2018. No further complications were reported or are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3057, lot# unknown, implanted: (B)(6) 2018-02-21, explanted: (B)(6) 2018, product type: screening device; product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, analysis of the (unknown s/n) lead, pli 20 identified that the {x} conductor(s) were broken in the body of the lead; consistent with explant damage. Electrical testing of the lead determined continuity was complete analysis determined {} conductor wire(s) {was//were} broken due to overstress/damage. Analysis of the (unknown s/n) lead, pli 30 identified that the {x} conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete. If information is provided in the future, a supplemental report will be issued.